Event description:
It was reported that in 2019 the pt had used a bone growth stimulator, but it wasn't stimulating bone growth, so they stopped using it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).